Manufacturer narrative:
One opened probe, without tip protector, in a tray with other items was received. The returned sample was visually inspected and was found to be non-conforming as orange/brown foreign material was observed in the port face. White foreign material was observed on the body of the needle. The sample was functionally tested for actuation and aspiration and was found to be conforming for both functional tests. Photo attached to the parent file was reviewed by the manufacturing site. A review of the device history record traceable to the lot number obtained from the device's radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photo is of a pack label, reported product and lot information is confirmed. The reported issue could not be confirmed from the photo review. The returned sample was found to be functionally conforming, therefore weak suction as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported that suction was weak before the vitrectomy surgery. It was unknown if the surgery was completed. There was no information about patient impact.